Event description:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed, due to faulty cable. Based on the results of the investigation, the most probable cause of the complaint is component failure. Which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head exhibited no image. The issue happened during preparation and prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.